Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 97792, lot# hg319u9, serial# unknown, implanted: (B)(6) 2019, product type: accessory. See regulatory reports 2649622-2019-06691, 2649622-2019-06693 for information previously reported concerning event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was using a trialing system. It was reported that the patient had an infection during a buried lead trial and the surgery to place the internal battery was cancelled. The patient was placed on antibiotics. The infection was present at the site where their extensions were externalized. No further complications reported. Additional information was received from the consumer. It was reported that there was a confirmed infection near the lead during trial. It was subsequently reported that the patient was seen in the emergency room (B)(6) 2019 for an issue unrelated to the stimulator. The patient was having pain right below the base of her neck, which is why she went to the ER. The patient was still on IV antibiotics and was due to see the healthcare provider (hcp) on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977c265 lot# serial# (B)(4) implanted: (B)(6) 2019 product type lead product ID 3708120 lot# serial# (B)(4) implanted: (B)(6) 2019 product type extension product ID 3708120 lot# serial# (B)(4) implanted: (B)(6) 2019 product type extension product ID 97792 lot# (B)(4) serial# unknown implanted: (B)(6) 2019 product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the physician cut the extension wires and put a band aid over the area on (B)(6) 2019. The infection disease physician wants to wait another 4-6 weeks before implanting the battery. There were no further complications reported or anticipated.